Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella for mechanical circulatory support. During support, the automated impella controller (aic) showed a battery failure (red alarm). The console was replaced, and no patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported aic - battery failure (red alarm) has been completed. Ltlog analysis of the battery data reveals that beginning before the complaint date of occurrence, cell 2 voltage of battery 2 had been declining for an extended period of time. It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When console was booted for the first time in lab, console alarms are consistent with what was seen in the field. Console interior connections were checked and verified. When visually inspecting the batteries and pbm, it was observed that one of the batteries status leds were completely blank. The battery failure alarm was due to a defective battery 2 (decline of individual cell voltage). The root cause of the battery cell failure was undetermined. This report is being filed as part of a retrospective review of historical records.